Manufacturer narrative:
The device was not returned. The cause of the difficult/unable to remove through other device was not determined without returned product investigation, and sufficient clinical information was not provided. The cause of the difficult to advance was not determined without returned product investigation, and sufficient clinical information was not provided. The cause of the product damage was not determined without returned product investigation, and sufficient clinical information was not provided.

Event description:
It was reported that during implantation of an impella cp it was difficult for the guidewire to cross the aoric valve or into the left ventricle. The pump came out of the left ventricle into the aortic arch. The pump was removed and the process was repeated with a v-18 wire as the abiomed wire had a significant kink in it. The second attempt yielded the same results. A second pump was then used for successful implantation.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.